Event description:
It was reported that during a follow up in clinic, post paced t-wave oversensing was noted on the device resulting in inappropriate mode switching and inappropriate low voltage output. Abbott technical support was contacted and recommended reprogramming of the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.